Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via femoral artery to the occlusion in the right anterior tibial artery utilizing an ipsilateral approach. After the guidewire passed through the lesion, a 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. However, during the third inflation at 12 atmospheres, the balloon ruptured. The procedure was completed with a non-bsc device. There were no patient complications nor injuries reported.